Event description:
A hosp in (B)(6) reported that the hc500 respiratory humidifier would operate for a period of time, then alarm. It was also reported that the respiratory humidifier appeared to have been dropped. No pt consequence was reported.

Manufacturer narrative:
(B)(4). Method: the hc500 respiratory humidifier was visually examined and performance tested. Results: the visual check revealed that the left side of the front cause was incorrectly seated, however, no visible damage to the case was observed. The humidifier passed all calibration and performance checks, and no alarms were noted. A lot check revealed no other complaints of this nature for this lot number. Conclusion: no fault was found with the hc500 respiratory humidifier as it operated properly during testing.